Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during device upgrade, the atrial lead was explanted due to loss of capture.